Manufacturer narrative:
Additional information (09-may-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovery was within the customer's acceptable ranges. No reagent or instrument issues were identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2517506-2025-00073 was filed on 07-may-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed result with loci high-sensitivity troponin I (tnih) on one patient sample on a dimension exl with lm integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously depressed loci high-sensitivity troponin I (tnih) result on one (1) patient sample on a dimension exl with lm integrated chemistry system. The erroneously depressed result was not reported to the physician. The initial result for the same sample, obtained on the original dimension exl with lm integrated chemistry system, was a higher result, which was considered correct and not reported to the physician. Following the erroneously depressed result, the same sample was reprocessed two more times on the original dimension exl with lm integrated chemistry system. Higher results were obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high-sensitivity troponin I (tnih) result.